Manufacturer narrative:
A complaint history review showed no other product complaints of similar nature. The complaint is inconclusive since the product was not returned for eval.

Event description:
The catheter was placed in 2006 and removed approx 5 months later, due to infection. When the catheter was removed, the dr completed a cut down and removed the catheter. The nurse thought that it was a catheter without a cuff because it removed so easily, but after further investigation, they found that the cuff had came off the catheter and remains in the pt. At this time, they are not planning on removing the cuff unless future cultures come back with positive infection. The past two cultures have come back negative for infection.